Manufacturer narrative:
Eval summary: the returned console was powered on and cycled through all speed settings. The console functioned per specifications. No smoke was observed, but a burning odor was detected. Visual inspection determined the pulley pinned to the motor shaft assembly was pinned in the incorrect position. This caused the misalignment, which caused the drive belt to wear a path in the phenolic motor plate causing the burning odor and apparent smoking reported by the customer. The pinned position of the pulley was in a second hole in the motor shaft that is not per current specification. This console had an early version of the motor with a second hole position. An engineering review verified the current motor drawing contains only one hole location to position the pulley, which would prevent manufacturing and/or field service error. The console history review showed this unit was issued to the user facility on 1/12/2005, and it was returned to the manufacturer for this issue on may 30, 2007.

Event description:
The console smoked during a procedure. Outcomes attributed to adverse event: no known adverse event.